Event description:
It was reported that a customer had passed away on (B)(6) 2026. The cause of death was unknown. Reportedly, prior to the death, a large bolus of insulin (15 units) was requested, confirmed and delivered via the pump. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.